Event description:
It was noted via the interdepartmental helpline solutions tracker that customer had low blood glucose of 32 mg/dl due to a carb bolus miscalculation. It was reported that sensor fell off. Customer declined to be transferred to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.